Event description:
It was reported that the insulin gauge was inaccurate and static over the past six months. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer did not perform the air removal step. Tandem technical support educated the customer on proper cartridge fill. The customer continued to use the pump for insulin therapy.